Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was treated for an infection at the implant site using IV antibiotics as well as oral antibiotics (neither type reported). Subsequently, the patient underwent a surgical procedure to explant the internal device (date not reported). Reimplantation is planned but has not taken place at the time of this report (B)(6) 2013.

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. The device is not available for analysis. (B)(4).